Event description:
The account alleged the head end lower pivot arm is broke. The head lower pivot arm had a broken weld. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.